Event description:
Reference number (B)(4). Event occurred in hong kong. The patient reported that on (B)(6) 2024, patient experienced that infusion set was leaking from quick release or tubing and pump was not dropped with set in place. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: hong kong.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary the information in this complaint (B)(4) has been evaluated for the malfunction code leakage from tubing or the interface between the tubing and the connectors (refers to connectors in both ends of the tubing). The lot 5385727 in question was manufactured at the reynosa site. Complaint investigations. The reference samples for lot 5385727 were previously tested in 1634528 on 11/mar/2023. Test results: visual test on reference samples, 10 samples out 10 samples passed the test. Functional flow on reference samples, 10 samples out 10 samples passed the test. Functional leak test 2 according to work instruction (wi) version 2 on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR) review: packing of quick set. The lot 5385727 was manufactured according to the wi version 71 and packaging in the multivac 12, on 29/apr/2022, with a total of (B)(4) units. Assembly of quick set: the lot 538781 was manufactured according to the wi version 23 assembled in the quickset line, on 29/apr/2022, with a total of (B)(4) units. Gluing of quick set the lot 5384111 was manufactured according to the wi version 37 in the gluing of quick set machine mp05, on 08/mar/2022, with a total of (B)(4) units. The lot 5387856 was manufactured according to the wi version 37 in the gluing of quick set machine mp04, mp05 & mp08 on 28/apr/2022, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 29/apr/2025 against malfunction code leakage from tubing or the interface between the tubing and the connectors and lot 5385727 and no other complaint has been registered in database for the same lot 5385827 and malfunction code. Conclusion summary of the related event: as a result of the following: no defect on tests for reference samples, no harm, no non-conformance (nc) raised during production, no other complaint received on the lot in question and malfunction code. No further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.